Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, corrosion was found on the scope mount and free lock lever. However, based on the investigation results, the root cause has not been identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, corrosion was found on the scope mount and the free lock lever of the camera head. There was no patient involvement.